Event description:
The manufacturer received information alleging a ventilator was alarming for ac power disconnection while plugged into power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.